Manufacturer narrative:
Evaluation summary: the product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter for further investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that during intraocular lens (iol) surgery, "one of the tabs (haptics) of the lens did not pull off" which caused a hemorrhage in his eye. As a result, he has blurry vision and had to have a secondary procedure by a specialist to exchange the lens. A different type of lens was put instead in the front part of the eye by the specialist. The consumer did not report any issues with the replacement lens. Additional information has been requested.